Event description:
It was reported that the device was leaking gas and no instrument would pass through. There were no consequences to the patient. Additional info was requested, but no additional info was available. A follow-up report will be sent if additional info is received.

Manufacturer narrative:
Final device investigation found that the device returned was the sleeve only of an (B)(4), although the packaging returned was for the reported (B)(4). The returned device was inspected, and it was discovered that the gasket was not properly seated which would have caused the device to leak. As each device is visually and functionally tested prior to being released, no conclusion could be made as to what might have caused the reported event.